Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During the assistance with a low drain volume alarm on the home choice (hc), this occurred on the homechoice (hc) during use, during initial drain; the patient revealed the drain line was submerged. The technical service representative (tsr) then explained to the patient about the air gap. The then raised the drain line above the water. During follow-up the home patient (hp) was asked about the reported problem. They stated that they were told by the technical service representative (tsr) regarding the drain line. The hp stated that they have been cautionary to where the drain line is placed. The patient also stated that they did talked to their nurse, and they repeated the same thing as well. The hp stated overall therapy has been going good. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the described use error by the patient. The home patient had submerged the drain line in the toilet, which may cause contamination of the fluid line. The label review found the patient at home guide to be adequate for the use error in this incident. The labeling warns patients to leave an air gap between the end of the drain line and any fluid in the drain or container. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.